Manufacturer narrative:
This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved in this report. The associated mfg report number is 9616099-2007-00969. The event involves a male pt of unknown age and medical history. The reason for the pt's admission is unknown. Angiogram revealed a lesion in the proximal right coronary artery (rca). Investigational attempts have been made to obtain additional details regarding the pt's medical history, vessel characteristics, pharmacological management and procedural factors. At this time no additional info has been forthcoming. The pt underwent a coronary intervention with implantation of a cypher (lot number i0806159. The procedure was successfully completed without report of pt injury. Five months post the index procedure, a coronary angiogram revealed in-stent restenosis of the previously treated lesion. The vessel was described as 99% stenotic, highly calcified, and tortuous. The safety and effectiveness of the cypher stent has not been established in this type of vessel and/or lesion. Pre-dilation was conducted before implantation of a cypher (3.5 x 18) lot number 13186516. The stent was delivered to the target lesion without difficulty, however, during inflation of the balloon the pressure stopped increasing around 3 to approx 6 atm. The physician noticed blood in sds. The sds was retrieved from the pt without difficulty. The stent was implanted and no post-dilation was necessary. Because there was good flow observed by ivus and coronary angiography, the procedure was finished. After the procedure, the physician found a pinhole on the balloon. The procedure was successfully completed without report of pt injury. The sds associated with the balloon rupture/leakage (lot# 1318516) was received for analysis without the associated stent. Functional testing was performed by pressurizing the unit with water, revealing a leakage 1 mm distal to proximal marker band. Microscopic examination of the proximal marker band revealed no anomalies. Sem analysis performed on the outer surface of the balloon material revealed no evidence of surface abrasions that might have initiated the balloon leakage. A device history record (DHR) review of the involved lots revealed the products met quality requirements for product acceptance. Restenosis is a known adverse event post coronary stent implantation often associated with the progression of cardiovascular disease. The exact cause of the balloon leakage could not conclusively be determined. There are vessel factors, which may have contributed to the reported event. There is not indication the events are design or mfg related. Additional info will be submitted within 30 days of receipt.

Event description:
The report was of an in-stent restenosis (isr). When the isr was being treated, the stent delivery system (sds) stopped inflating. A pinhole rupture was confirmed when the sds was retrieved. The male pt (age unknown) had a cypher 3.5 x 18 implanted in the proximal right coronary artery (prox rca). Five months later, cag was conducted and restenosis was observed at the lesion. There was 99% stenosis and the vessel was highly calcified and highly tortuous. Pre-dilation was conducted with a voyager balloon, unknown size and pressure, and cypher (3.5/18mm) was delivered to the target lesion. While inflating the balloon at the target lesion, the pressure stopped increasing at around 3 to approx 6 atm. Physician confirmed withdrawal of blood into the stent delivery system (sds). The sds was retrieved from the pt. The stent was implanted and no post-dilation was necessary. Because there was a good flow observed by ivus and coronary angiography, the procedure was finished. After the procedure, physician found a pinhole on the balloon. There was no reported pt injury.